Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella ld device for mechanical circulatory support. During implantation, the delivery failed due to the patient¿s anatomy. A new impella device was used without any harm to the patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was patient anastamosis anatomy related. Replacement impella 5.5 pump was inserted successfully. This report is being filed as part of a retrospective review of historical records.